Event description:
It was reported that on automatic table movement, the table has moved to an incorrect position. There was no actual mistreatment reported as a result of this issue based on the available information.